Event description:
It was reported that prior to a chronic catheter placement procedure, the guidewire was allegedly assembled in reverse, that is with the introducer mounted on the rigid end of the guide instead of on the soft end. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported guidewire misassembled and failure to advance issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2025), g3, h6 (method). H11: d4 (medical device lot number), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to advance; however, the procedure was able to be successfully completed with no consequence to the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly not loaded inside the dispenser correctly, as the ridged/stiff tip was the section of the guidewire initially coming out of the advancement system. It was further reported that the guidewire was allegedly difficult to advance; however, the procedure was able to be successfully completed with no consequence to the patient. There was no reported patient injury.